Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the surgeon, the patient experienced recurrent infections at the abutment site. Approximately two weeks post implantation, the patient was treated with an oral antibiotic for the infection. On (B)(6) 2018 the skin around the abutment was debrided and subsequently, the patient was administered antibiotics (oral and topical) and a topical steroid. Clinical management of the patient is ongoing.